Event description:
The manufacturing representative reported that no communication could be established with the clinician programmer or patient programmer. The implantable neurostimulator (ins) was reportedly dead and there was no telemetry with it. There was no eos message; the battery was completely dead. There was dissatisfaction with the ins¿s longevity and the doctor wanted to have the ins checked to see if it delivered appropriate longevity. The battery lasted just shy of 2 years. The patient was on c7 (-2, -3, +0) at amp of 31. Cycling was on and believed to be 16 on and 8 off at pw 210 and r 14. The patient was using 2 cathodes and 1 anode for electrode programming, which increases current draw on the ins. The patient had lack of effect when the battery was dead. The patient¿s device was removed and replaced.

Manufacturer narrative:
The serial number of the analyzed ins is: (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v151153, implanted:(B)(6) 2009-, product type: lead. (B)(4). Analysis of the ins s/n found that the battery was at normal end of life. No telemetry output.